Event description:
Caller states the patient tested 3.8 inr and 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. Coumadin was held for one day. No adverse event reported. Requested return of suspect system and replacement was sent.